Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient (pt) had been implanted yesterday and was told that the model number for their patient programmer (pp) had changed. The pt reported they were having problems hearing, an echo in the ear, and wasn¿t sure if this was due to anesthesia. The pt also reported they were getting poor communication. The pt stated they would follow up with their healthcare provider (hcp). The pt later reported they had a rare blood condition and the hcps made four mistakes already; they cannot use certain chemicals and anesthesia on the pt, due to their rare blood condition, and had made three mistakes already by giving the pt the wrong prescription for antibiotics. The pt noted they had this rare blood condition for over 12 years and it was discovered by accident by a nurse not a doctor. The pt had addressed their concerns with the hcp and they referred the pt to other hcps. The pt stated they felt a pinch sensation under their thigh or no sensation, and indicated an improvement in their baseline symptoms (urinating less, more control over bladder and bowels). The pt still had leakage but it had improved some and increased their stimulation by 1. The pt clarified issue regarding blood condition; for the stage 2 procedure, they may have had an allergic reaction to novocain, antibiotics, or anesthesia, as they thought they were losing their hearing, and mentioned two people had died from the same blood condition. The pt also mentioned having five brain tumors removed prior to implant, takes seizure medication, and would follow up with hcp on (B)(6) 2016. The pt later reported they think they had an allergic reaction to the anesthesia at implant as they had weird feelings related to their hearing and had difficulty concentrating post implant procedure; it eventually went away but took a while. The pt reported a pressure and ache sensation on their behind after being on their feet a few days ago, and felt the same ache yesterday at the bottom of their buttock. The pt noted the device was implanted for urinary leakage and diarrhea. The pt later reported that since they last increased the stimulation they didn¿t notice any symptom relief, were leaking and was taking medication (unknown type/dosage) to help with diarrhea. Since the stim was increased they felt a flutter then and now no longer felt stim, and when they sit the wires under their cheek/bandage were feeling achy. The pt changed their food to test if symptoms would return and diarrhea returned due to sugar. The pt went to the hcp but had the wrong appointment and planned on meeting with the hcp and a manufacturer representative (rep). The pt was on the initial program, and had not changed as yet, and noted had a lot of gas. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she was upset because she thought the device was for the bowel but her healthcare professional (hcp) stated that it had nothing to do with the bowel. The patient saw the doctor yesterday. It was reviewed with the patient that it approved for bowel and bladder. The patient had issues with the diarrhea and was working with her hcp on ways to help with this. The patient later reported that it took a while to get adjusted and she did not feel the flutter. A manufacturing representative (rep) spoke to the patient yesterday and directed her to put it on a different program and increased her. The patient increased stimulation during the call to 2.7 and still did not feel the flutter. It was the rep that told her to increase it. The patient did not understand therapy expectations or how the therapy worked. It was explained to the patient and she understood. The patient was already at 50% reduction in bowel symptoms. While the patient was being assisted, the patient got poor communication once because the antenna was not in the right position. The patient adjusted the antenna and the issue was resolved. The patient had seen this a few times before in (B)(6) 2016 and was able to resolve the issue by moving the antenna around. On (B)(6) 2016 the patient reported that she was still having problems, but it was better than it was. The patient increased to 3.1v and felt stimulation. The patient was going to try this setting. Chiropractic adjustment guidelines were requested. On (B)(6) 2016, the patient reported that her current settings right now were helping her urinary symptoms a lot more now but she still wanted to keep an eye on her bowel symptoms. They were not too bad now but she wanted to make sure she had them in control. Electrocardiogram compatibility guidelines were requested.